Event description:
It was reported that this patient needed a device that could provide atrial anti-arrythmia therapies therefore, a non-boston scientific device was implanted on the patient's right side as the patient had poor vascular assess. It was noted that the right ventricular (rv) lead had poor sensing and high pacing impedances, and the device was re-programmed too unipolar. The new system was successfully implanted, and the rv lead currently remains in service. No additional adverse patient effects were reported.